Manufacturer narrative:
Concomitant medical products: 1882569hs - curved diamond dcr bur, 2.5mm, hi-speed 3/bx; lot - hg038m3; manufacture date ¿ april 7, 2014; use before date ¿ april 7, 2018; 510k ¿ exempt (B)(4). 1883670hs (lot 0208841793): the inner spiral wrap broke 0.8¿ from the distal end, which would have resulted in the reported malfunction. The spiral wrap was curled in on itself in a clockwise direction indicating the bur broke while moving in a clockwise direction. The irrigation hood was bent outward, which most likely occurred when the tip broke off. When viewed under magnification, there were abrasions / striations on the shaft of the inner assembly 0.57¿ from the distal face of the inner hub and around to the break on the inner and outer assemblies, which may indicate excess pressure was applied during use. There was deformation of the locking area on the front hub, which is also an indication of excess pressure. Instructions for use warn that excessive (exceeded sufficient pressure required for operation) pressure applied to a bur/blade may cause a fracture. Although it was reported that 2 burs broke in one case, they were different lot numbers and different part numbers, however both had similar related faults. The information most likely indicates excess pressure was applied to the device during use which ultimately resulted in excess friction until the tip broke off. 1882569hs (lot hg038m3): the inner shaft was broke 0.71¿ from the distal face of the inner hub which would have resulted in the reported malfunction. The break point corresponds to the proximal end of the outer tube in the front hub. When viewed under magnification, there was deformation of the locking area on the front hub and striations around the outside diameter of the break point indicating metal on metal contact. There was gouging of the outside diameter of the inner assembly just proximal to the tip. The information indicates excess (exceeded sufficient pressure required for operation) pressure was applied during use, which caused the deformation of the locking area; which then caused the inner shaft and outer tube to rub together until the inner shaft broke. There was no indication of device fragments and the breakage would have been contained by the outer tube and the handpiece. Instructions for use warn that excessive pressure applied to a bur/blade may cause a fracture. Although it was reported that 2 burs broke in one case, they were different lot numbers and different part numbers, however both had similar related faults consistent with excess pressure applied during use.

Event description:
It was reported that during an endoscopic sinus surgery, two high speed burs were broken. Additional event information was received indicating that fragments fell into the patient and were successfully retrieved with tweezers. No additional equipment or additional procedure was required. The surgery was complete using a replacement device and there were no injuries reported as a result of this event.